Event description:
It was reported that during treatment of three cerebral dural avfs, slow controlled retraction of the microcatheter following treatment of one of the davf was being performed when the microcatheter fractured. This was identified immediately on inspection of the removed microcatheter fragment and identification of the retained remnant microcatheter was made. The tip of the proximal catheter remnant was then placed into a safe distal location in the external carotid artery to prevent future sequalae. Procedure was complicated by this small retained catheter fragment. There were no clinical adverse effects noted or expected (disclosed to pt by (B)(6)). Patient was monitored overnight with no acute events and stable for discharge. The patient will follow up with (B)(6) clinic with plan for delayed treatment of the remaining fistula. The patient appears to be recovering. The event was reported to the FDA by the user - report (B)(4).

Manufacturer narrative:
The event was reported to the FDA by the user - report (B)(4). The device was discarded by the user and not returned to the manufacturer for analysis. The hospital was contacted and provided an image for review, the analysis of which is currently ongoing.